Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The investigation result of core wire broken. Visual examination of the returned device which was only a small section approximately 7.0 cm of the guidewire found both ends present damages and the corewire is exposed. The section returned is blackened with evidence of melting. The complaint was consistent with the reported event of coating-ptfe peeled. In addition, both ends present damages and the corewire is exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿

Event description:
It was reported to boston scientific corporation that a sensor guidewire and a spyscope digital access and delivery catheter were used during a cholangioscopy with spy ds procedure performed on (B)(6) 2016. According to the complainant, there was a sensor guidewire material approximately 7 cm long inside the working channel of the spyscope ds and approximately 2 mm of that material extended from the working channel. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on june 27, 2016 that the guidewire has broken corewire.